Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing a broken bur was found inside the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Further investigation has indicated that this complaint is not regarding a stryker device.

Event description:
Further investigation has indicated that this complaint is not regarding a stryker device.